Event description:
It was reported that following the implantation of an elevate anterior, the patient was "transfused 2 days post-op." The patient was "ok" after the transfusion, no additional treatment or revision is planned. No additional patient complications have been reported in relation to this event.